Event description:
It was reported that the device that was installed was out of date. The incident was noted after the intervention. There were no clinical consequences for the patient.

Manufacturer narrative:
Additional info: concomitant medical products, type of report, MFR report number, follow up type, device evaluated by MFR, adverse event problem, additional narrative. Results of investigation: a tc primary mobile tibial insert tc sb 6/13mm was reported due to user / procedural error; the tibial insert was implanted beyond the expiry date on the packaging and it was not noticed until after the procedure was completed. There have been no clinical consequences for the patient reported. The affected device was not returned for investigation. The complaint history review was performed and no further complaints concerning devices of the same batch were found. The review of the manufacturing documentation found no deviations from the standard manufacturing procedure which could have caused the reported issue. Since it was identified by the customer that it was an user / procedural error, the root cause is assumed accordingly. In case additional information will become available, the investigation will be reopened. Smith+nephew will continue to monitor for similar issues.